Event description:
It was reported that the customer had insulin spatter during the fill tubing action. Customer's blood glucose level was 162 mg/dl. Customer stated that the numbers did not appear on the screen. Customer also had a compromised force sensor system alarm after pushing the act button. Customer was asked to stop using the pump. Customer received a replacement pump. No further details given.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded or loose drive support disk, minor scratched display window, cracked case at display window corners, battery tube threads, and reservoir tube lip. There was a compromised force sensor alarm during the basic occlusion test due to protruded or loose drive support disk.